Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 141 mg/dl, compared with the sensor glucose reading of 71 mg/dl. The customer stated that he bolused, and about an hour later, the blood glucose reading was 113 mg/dl. The threshold suspend limit was set to 60 mg/dl. No symptoms of low blood glucose were observed. He was advised to remove and return the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.